Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seals broken/removed, the top case cracked and chipped by the front corners, and the right plunger case and battery compartment cracked. A review of the event history log identified a primary audible alarm in the history. The power up process was performed and verified the reported problem. The root cause of the problem was due to a broken c9 cap off the interconnect board because of an impact to the pump. The primary interconnect board was replaced to resolve the problem. The operator manual warns the user never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.